Manufacturer narrative:
Review of the most recent repair record determined the motor was not running and the calibration was off at the zero reading. The swivel and motor were replaced an the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event.. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome not properly grafting even after trying new blade. The event timing was during surgery. There is no harm or delay reported. No additional graft was needed. No adverse events were reported as a result of this malfunction.